Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv leads thresholds had risen a bit. Fluoro showed a lack of slack in the lead. A revision was performed to give the lead more slack without issue.